Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. Customer's blood glucose level did not exceed 500 mg/dl, and no adverse impact was noted. Technical support provided instructions to reset the pump and assisted the caller in successfully doing so. There was no recurrence of the malfunction, and the customer was instructed to continue using the pump while being advised to contact support if any issues occurred again. An email with a software update link was also sent to the customer.